Event description:
Rep reports that during a lapidus procedure doctor used 3 screws and a staple to perform the surgery. After he placed one of the 4.0mm screws the 1.1mm k-wire instrument broke as he tried to remove it from the screw. It had to be left in the patient since it could not be retrieved. Rep reports that doctor does not have any plans to revise this patient going forward.

Manufacturer narrative:
The lot history records of the following sterile implants and individual component parts were reviewed in their entirety during the investigation. These records include quality inspection procedures, component inspection records, component print specifications, component supplier certificates of conformance, supplier inspection certificates, raw material certificates of conformance, and supplier certificates of compliance. No non-conformances were found in any of these records that were reviewed. Description, part number, lot number, 4.0 headed implant prep kit including reamer - sterile, 1456-4040 103145, headed bone screw 4.0mm x 26mm - sterile, 1406-4026 102217, headed bone screw 4.0mm x 30mm - sterile, 1406-4030 102219, headed bone screw 4.0mm x 40mm - sterile, 1406-4040 102224.